Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient implanted for complex regional pain syndrome type I. The patient reported that their stimulation had turned on and off unexpectedly. They added that the stimulation turned off when charging their implantable neurostimulator (ins). No further complications were reported or anticipated.